Manufacturer narrative:
Inflation issues due to fluid loss were reported. The ams700 device was visually inspected. Both cylinders performed within specifications. There was a leak in the reservoir shell at the adapter-shell junction that was the result of fatigue. The pump was not functionally tested due to contamination. Review of the manufacturing records for batch 154614001 confirmed that there was a total of 5 units started for this manufactured batch with no rework and one scrap for scrap code 80 (parting-line mis-alinement). Review of the manufacturing records determined that all of the 4 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due a leak in the system. The entire ipp was removed and replaced with a new one. The patient outcome post-surgery was good.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due a leak in the system. The entire ipp was removed and replaced with a new one. The patient outcome post-surgery was good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.